Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2006 and a left total hip arthroplasty on (B)(6) 2007. Patient's legal counsel reports patient allegations of pain and personal injury. Subsequently, patient underwent a left hip revision procedure on (B)(6) 2010 and a right hip revision procedure on (B)(6) 2012. The modular head and taper adapter were removed and replaced in both revision procedures. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that these types of events can occur under possible adverse effects: loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. This report is number 2 of 4 mdrs filed for the same patient (reference 1825034-2014-01436 / 01437 and 2014-05153 / 05154).

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2006 and a left total hip arthroplasty on (B)(6) 2007. Patient's legal counsel reports patient allegations of pain and personal injury. Subsequently, patient underwent a left hip revision procedure on (B)(6) 2010 and a right hip revision procedure on (B)(6) 2012. The modular head and taper adapter were removed and replaced in both revision procedures. Additional information provided in patient medical records indicate that the revision procedures performed on (B)(6) 2012 and on (B)(6) 2010 were due to a loose acetabular component. Additional information received in patient medical records indicates that right hip revision procedure performed on (B)(6) 2012 noted turbid fluid and debris and left hip revision procedure performed on (B)(6) 2010 noted cloudy fluid. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-01436 / 01437).